Event description:
Customer reported on a bravo capsule that failed to detach from delivery system. The failed bravo placement done on (B)(6). Placement went normal, but after pressing the plunger and releasing they pulled the delivery system, it did not have capsule on it. They went back down with scope to verify and capsule was not attached. Noted a small wound that was bleeding, suspect pulled from capsule. Checked stomach, but capsule was not there either. Found it near the vocal chords resting at the epiglottis. They recovered the capsule successfully using the endoscope. The pt did not suffer from any adverse event during the procedure.

Manufacturer narrative:
No pt injury has occurred following this incident.